Event description:
It was reported that the atrial lead had no capture and was under sensing. It was also noted, the lead was damaged during a flutter ablation. The lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.